Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the meniscus technique, the ominispan applicator locked with the device inside of the patient's knee. The surgeon replaced it by another unit of the same code to continue the surgery. In the second application, the thread was lost in the meniscus and it was replaced by another unit of the same model. The surgeon lost the thread again and the product was replaced by another of the same code. Then, the surgery was completed. To sum up: it locked. Got stuck on the tip of the applicator. Two units: the threads were lost in the meniscus. The following additional information was received via e-mail from the affiliate on (B)(6) 2015: the needle was unwound correctly from the packaging prior to the removal of the needle. The needle was loaded in the correct orientation. The triggers of the deployment gun were pulled in the correct order. The red trigger moved when depressed and a click was not heard the first time. When the red trigger was pulled again then the click was heard. They did not penetrate beyond the last laser marking line. They deployed the second implant in a new location really close to the previous one. The procedure was delayed/extended more than 30 mins. See associated medwatch report numbers 1221934-2015-10079, 1221934-2015-10080, and 1221934-2015-10081.

Manufacturer narrative:
The complaint devices were received and evaluated. Visual observation revealed that one of the needles was already attached to an applier and the other without. The attached needle did not have any silicone tubing attached but the other did. It was revealed that the silicone tube was pushed down towards the distal tip. There was no suture included in the return. Functionally, the needles were attached to a test applier and both attached, fired, and performed properly. A possible root cause could be over penetration of the needle which results in the silicone tube moving down toward the distal tip of the needle. When you over-penetrate on the first penetration, in addition to putting a lot of needle length behind the meniscus, the silicone and implants can get ¿bound up¿, the implants may be shifted out of place, and silicone can shift and develop prominent ridges that can catch on tissue and fat pad ¿ all of which could lead to difficulty in deployment. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch #1221934-2015-10080. (B)(4).

Manufacturer narrative:
Additional narrative: the complaint devices are not being returned (the other device referenced is filed in medwatch # 1221934-2015-10080); therefore, they are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. A photo of one of the two complaint device needles was supplied to mitek complaints. A review of the photo revealed the silicone tube is pushed down toward the distal tip and possibly pivoted on the needle. No suture is visible in the photo. We cannot discern a root cause for the reported failure mode, although one possible root cause is over penetration of the needle which resulted in the silicone tube moving down toward the distal tip of the needle. When you over-penetrate on the first penetration, in addition to putting a lot of needle length behind the meniscus, the silicone and implants can get ¿bound up¿, the implants may be shifted out of place, and silicone can develop prominent ridges that can catch on tissue and fat pad ¿ all of which could lead to difficulty in deployment. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).